Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The customer had not reported this issue within the previous 24 hours, and a pump reset was necessary. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future occurrences.